Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that log file was submitted and revealed low voltage advisory and low voltage hazard alarms while on battery power. The patient has tried several different batteries and clips and continued to get the alarms on charged batteries (batteries with manufacture date of 2020). The patient also stated controller was very hot at times. Log file also captured a few clusters of elevated powers greater than 10w a few times in the log. These higher powers were intermittent and not sustained along with some low voltage hazard events while using battery power occurring intermittently throughout the log. On (B)(6) 2021, the patient had a system controller exchange. During the exchange when the patient was disconnected from battery from the white lead, it alarmed as if the patient wasn¿t connected to another power source even though the patient had a battery on the black lead. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of low voltage alarms was confirmed via the log file; however, the reported event of the controller being hot was not confirmed. The log file spanned approximately 6 days (12mar2021 to 18mar2021 per the timestamp). Voltages fluctuated throughout the log file while the device was connected to a mobile power unit (mpu) or a battery power source. Though the controller did not alarm, rsoc voltage fluctuated between 11.1v and 12.2v which is below the expected threshold of 12.7v for a mpu. Voltage fluctuation coincided with low voltage alarms which activated throughout the log file while the device was connected to a battery power source. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on 18mar2021 at 13:16 for a controller exchange. No other notable alarm was observed. The returned hm2 system controller, was connected to a mock circulatory loop for an extended period of time without any issue. The controller was functionally tested and revealed higher than normal resistance of the power cables. Resistance of the each wire of the power cables were measured to be higher than normal resistance of 0.5 ohm. Hi-pot test was performed on the controller and observed possible current leakage. The power cables were stripped down to the wires and inspected to have no issues. Each lead from thermometer was connected to the back and front of the controller while the controller was connected to a mock circulatory loop for more than an hour. The temperature was measured to be 84.5f at the front and 84.3f at the back. This is within the expected temperature. A root cause of the low voltage alarms was caused by the conductor breakdown of the power cables. The conductor breakdown appears to be consistent with the repetitive flexing of the cables during use of the device. A root cause of the controller being hot was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.